Event description:
The caller alleged a variance between the inratio inr result in comparison to the lab inr. The results were as follows: (B)(6) inratio=>7.5; (B)(6) inratio=>7.5, lab=1.9. Physician had patient self tester hold warfarin. Patient self tester's therapeutic range: 2.5-3.5. Patient self tester added multiple drops of blood.

Manufacturer narrative:
No product was returned for evaluation. Since the product associated with the complaint was not returned, an investigation was conducted on previously performed in-house testing for lot# 355401. The release specification is within the calculated confidence interval of the percent flier rate for complaint investigation testing. No product deficiency was found for lot 355401. The manufacturing records for the lot were reviewed. The non-conformances associated with this lot were not relevant to the initial complaint and do not affect product performance. The lot meets release specifications. Although an improper technique was identified, a root cause could not be determined without additional information. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.

Manufacturer narrative:
Investigation pending.